Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. The baseline rhythm was noted to be normal sinus rhythm. During the procedure, at the primary access site a 14 f introducer sheath (is) was placed; a non-abbott wire was exchanged after crossing the aortic valve. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a 20mm, non-abbott balloon. The is was exchanged to insert the ds and advanced further to the implant location. The valve deployment began slowly at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). At this time, the patient developed a 2:1 heart block. The decision was made to proceed with valve deployment, which resulted in a trace paravalvular leak and a post-procedural gradient of 4 mmhg. Since the conduction abnormality persisted, a temporary pacing wire was inserted for ongoing monitoring. The patient was admitted at hospital as an in-patient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient had a prior medical history of aortic stenosis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The unexpected medical intervention and surgical intervention was result of case-specific circumstance as patient required temporary pacing wire and pacemaker for heart block. The reported hospitalization is for monitoring of rhythm. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. There was calcification noted below the annulus but not in the interventricular septum. The baseline rhythm was noted to be normal sinus rhythm. During the procedure, at the primary access site a 14 f introducer sheath (is) was placed; a non-abbott wire was exchanged after crossing the aortic valve. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a 20mm, non-abbott balloon. The is was exchanged to insert the ds and advanced further to the implant location. The valve deployment began slowly at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). At this time, the patient developed a 2:1 heart block. The decision was made to proceed with valve deployment, which resulted in a trace paravalvular leak and a post-procedural gradient of 4 mmhg. Since the conduction abnormality persisted, a temporary pacing wire was inserted for ongoing monitoring. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had a prolonged hospital stay for monitoring of rhythm. On (B)(6) 2025, a permanent pacemaker was implanted to resolve the event.